Manufacturer narrative:
Updated device problem code grid.

Event description:
It was reported to philips that the device experienced a defib test failure. The customer requested assistance from a philips remote service engineer (rse). The customer explained that their unit had failed operational testing and was emitting a chirping noise. A review of the status log was completed and it was verified that the device had experienced a charge shock failure during testing. As a result of the noted issue, the rse advised the customer that the therapy pca and/ or capacitor my need to be replaced to return the device to working condition. Resolution : called customer and he replaced the therapy pca board and it is working now. Problem description by engineer : provided parts ID 453563338331 defibrillator capacitor assembly 453564050911 pca - therapy pca ii kit diagnostic performed by engineer : partsid - new name of hospital is: ssm st anthony midwest. Device keeps beeping and it failed the defib test. Provided parts ID for capacitor and therapy pca board. Charge/shock equipment malfunction error is status logs and fail/dx in autotest summary. Problem description by engineer : customer function/role: biomed based on the conclusion of the investigation, it was determined that this was a malfunction of the therapy pca. Upon follow up with the customer, it was reported that the therapy pca was replaced and the device returned to working condition. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted

Event description:
It was reported to philips that the device experienced a defib test failure. There was no patient involvement.